Event description:
Caller reported malfunction 199 in tandem source, indicating a pump malfunction with code malf 12. There was no reported adverse impact on the customer's blood glucose level, and their levels did not exceed 500 mg/dl. In response to the recurring malfunction, cts arranged to replace the pump and send a replacement with updated software, providing training through tandem source. The customer understood instructions for returning the problematic pump and acknowledged further steps upon receiving the replacement. Customer will continue to use current pump for insulin therapy until the replacement pump arrives.